Event description:
It was reported that the physician was performing a tonsillectomy and adenoidectomy on a pediatric patient using a procise xp plasma wand. Intra-operative, the physician reported that the wand was not coagulating. As a result, the physician was required to complete the procedure using a bovie, an alternative surgical method. No patient complications were reported as a result of this event.

Manufacturer narrative:
A lot number for the device was not provided, therefore, no date of manufacture, date of expiration or device history record can be provided.